Event description:
It was reported that this right atrial (ra) lead showed noise that, at times, is in parallel to noise on the shock egm. Muscle noise over sensing was suggested as a possible cause, but also an insulation challenge was suspected in the ra lead. Inappropriate atrial tachy response episodes were recorded. It was recommended to measure the ra lead noise and program sensing floor accordingly or an ra lead revision. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).